Event description:
The new minimed enlite system (pump and sensor) do not work well. The readings, no matter how much training, are not close. I stopped using both the pump and cgm as they would make met at night saying I was at 43 when I was at 150 - quite the different and even more of a difference as well. Hold times are hours at times, and the excuses keep on. If you read on the medtronic pages on fb and the pump pages, this is not a one time event for one person, it happens a lot. I also had more issues with bent cannulas and their prices keep going up and the quality has gotten worse. I think they went too far too quick. I feel they should be held responsible for all the cost and issues. I was able to keep from going into dka by going back on mdi after meeting and discussing with my endocrinologist. He was as fed up with the issues and it dealt me a blow to my quality of life. I was getting almost no sleep for all the false alarms. They need to hire more people for less waits and fix the issues. Dexcom works much better for most.